Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements in the low 200 ohm range. There was no noise noted and thresholds were normal. Subsequently, the lead was surgically abandoned and replaced during a device replacement procedure for normal battery depletion. No additional adverse patient effects were reported.